Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)') in a 27-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included migraine, fallopian tube perforation, nausea, vomiting, acute cholecystitis and uterine bleeding. Previously administered products included for an unreported indication: mirena and yasmin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain/ left pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine/ migraine/ headaches"), iron deficiency anaemia ("anemia/ blood or heart disorder/ condition-type: anemia"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (salping. (Bilateral},hyst. (Full)/ robotic-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain, migraine, iron deficiency anaemia, headache, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the device was applied in the usual fashion leaving approx 4-6 coils protruding into the cavity from the os. Lot number: a64632 manufacturing date: 2012/10, expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), anaemia ("anemia") and headache ("headache"). The patient was treated with surgery (salping. (Bilateral}, hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, migraine, anaemia and headache outcome was unknown. The reporter considered abdominal pain, anaemia, fallopian tube perforation, headache, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events : perforation: fallopian tubes, pain: pelvic/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), migraine headaches, anemia, essure confirmation test(s) conducted, specify no were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)') in a 27-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included migraine, fallopian tube perforation, nausea, vomiting, acute cholecystitis and uterine bleeding. Previously administered products included for an unreported indication: mirena and yasmin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain/ left pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine/ migraine/ headaches"), iron deficiency anaemia ("anemia/ blood or heart disorder/ condition-type: anemia"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (salping. (Bilateral},hyst. (Full)/ robotic-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain, migraine, iron deficiency anaemia, headache, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the device was applied in the usual fashion leaving approx 4-6 coils protruding into the cavity from the os. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received. Reporters details updated and patient demographics, medical history, historical drug were added. Essure indication updated. Added lot number. Added events abnormal bleeding (vaginal), abdominal pain lower. Updated event verbatim migraine, menorrhagia, anaemia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.